Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
Correction: please refer to d9/h3, h6 (results & conclusion codes).

Event description:
It was reported that the patient underwent a total ankle revision due to failed/loosened implant. The patient also had ankle pain.

Event description:
It was reported that the patient underwent a total ankle revision due to failed/loosened implant. The patient also had ankle pain.

Manufacturer narrative:
Please note correction of h6 device, method & clinical codes the reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: there was bone cement and bone left on both the returned devices. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿improper selection, placement, positioning, and fixation of the prosthetic components may result in unusual stress conditions and a subsequent reduction in service life of the prosthetic component. Periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone.¿ formal medical opinion was sought from an experienced independent medical expert as below; ¿the x-rays show an initially well-placed and well-aligned tar, with progressive radiolucencies and subsidence, confirming implant loosening. From the information that was available I conclude that the patient was treated state of the art. In general, according to popular belief, the threshold for an increased risk for revision was et at approximately 250 pounds (this patient weighs 233 pounds). However, loosening of an ankle prosthesis depend on many factors, both mechanical and biological. I cannot assess with certainty whether the patient¿s weight and occupation play a decisive role in this case. I cannot conclude a root cause from the information provided. The implant was properly placed, well aligned and there are no decisive medical factors contributing to this event.¿ more detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be reassessed.